Event description:
A user facility returned the olympus asset, a gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe; the acoustic lens had a scratch that reached the glue layer. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, and the evaluation found that, due to damage on switch 1, water tightness was lost, and the scope cover plate was detached. The suction cylinder and the air/water cylinder had corrosion, indications on the grip were not visible, and the scope body had a scratch; due to ultrasonic probe damage, the displayed ultrasound image was defective with missing elements; the acoustic lens and the bending tube were damaged, the light guide bundle had breakage, the adhesive on the bending section cover was cracked. The connecting tube and the universal cord coating were peeling; due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe and the scratches on the acoustic lens reaching the adhesive layer issues could not be determined, however, the issues were likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use sections below: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use. Warnings and cautions. Warning. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.